Event description:
It was reported that (B) (4) handheld computer would not retain charge. Further info received from the neurologist revealed that the handheld would operate while plugged into the ac adapter and would not turn off when unplugged. A new handheld was sent to the neurologist and the reported handheld was returned to the MFR. At the moment, the returned handheld is currently undergoing product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.